Event description:
It was reported that customer was hospitalized for high blood glucose levels. Customer reported having experienced weight lost and frequent urination. Customer's blood glucose reading at the time of hospitalization was 318 mg/dl. Customer was wearing the pump at the time of hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.